Event description:
Same case as #6000093-2006-02117. It was reported that post a coronary drug eluting stenting treatment procedure, thrombosis occurred. In december of 2005, 2 taxus express2 2.5x16mm drug eluting stents were placed in a 99% stenosed lesion in the mid left anterior descending (lad) artery. The lesion was pre-dilated with a 2.5x15mm quantum maverick balloon. The stent balloons were each inflated to 12 atm's for 7 seconds. Medications used during this procedure include; fentanyl, versed, aspirin, lovenox, nitrolgycerin, aggrastat and adenosine. Plavix was ordered for a minimum of 6 months. No patient injuries or complications occurred. In september of 2006 the patient presented to the ER with chest pain. An EKG showed new st elevation suggesting an anterior infarction. The patient had recently stopped using plavix secondary to needing a back injection for chronic disc pain. Angiography, performed 3 days later, confirmed a mid lad thrombus. Several passes were made with the angiojet to perform a thrombectomy and a 2.5x15mm quantum maverick balloon was used to dilate the vessel several times. The physician then placed a taxus express2 2.5x16mm drug eluting stent had a taxus express2 2.75x16mm drug eluting stent in the mid lad lesion. The stents were post dilated with the stent balloon and a 3.5x15mm highsail balloon. The patient received versed, fentanyl, nitroglycerin, adenosine and heparin during the procedure. An iabp was inserted post procedure. No further patient injuries or complications were reported. Patient was restarted on aspirin and plavix.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.